Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 contacted animas and alleged that the patient had a bg of 39 mg/dl with no symptoms. Patient was unable to troubleshoot because she was driving and disconnected the call. Reporter was not alleging that it is related to pump's insulin delivery; but is concerned that pump continues to not alarm. Customer support assisted patient with request for additional pump training and transferred patient to dexcom for assistance with cgm issue related to inaccurate readings. This complaint is being reported as the patient experienced hypoglycemia and the pump could not be ruled out as a cause contributor.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: no meter was returned with the pump. The black box starts on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. The pump boots to the verify screen with audible and vibratory features. Test transmitter was paired with the pump correctly. The available bb and cgm warning history shows evidence of 214 ¿ glucose below 55 warning and 208 ¿ glucose below limit warnings. A high and low alert were simulated for testing purposes. Pump gave the appropriate visual and sound warning; both alerts were correctly recorded in the pump cgm history. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately.#6. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. (B)(4).